Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat an osteoporotic compression fracture. The procedure was completed without any incident however, it was reported that "tiny cement leakage to outside vertebra was confirmed" five days post-op via CT scans. The patient was "asymptomatic" and did not exhibit any clinical problems. The surgeon also commented that "the event did not relate with bkp products due to technical factor". No other information could be obtained.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized to receive a surgery on (B)(6) 2011 and was discharged on (B)(6) 2011. Reported event "cement leakage [extravertebral]. Has been deleted based on evaluation of imaging findings by current attending physician. The patient was withdrawn from the study on (B)(6) 2012 due to the patient's death. The cause of death was reported from another hospital to be unspecified concurrent internal disease. The physician considered the patient&#62688;death as causally unrelated to the kyphoplasty procedure or bkp products.

Manufacturer narrative:
(B)(4).

Event description:
Regarding the previously-reported "the patient's death", the following detailed information has been reported: on an unknown date in (B)(6) 2012, extrahepatic bile duct cancer developed. The treatment detail was not reported because the patient was receiving the treatment at another hospital. The event severity was serious. The event outcome was reported to be "fatal" with an outcome date of (B)(6) 2013. The physician considered that the event of the extrahepatic bile duct cancer was due to the patient-specific factor and was not causally related to the bkp products.